Manufacturer narrative:
Correction: b5 (event description), g3, h6 (ime) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during liver resection, after insertion, the jaw was articulated and a cracking sound was heard, so after straightening back the jaw, it was articulated again, but since the jaw immediately returned to its original position, it was removed from the abdominal cavity without firing. According to the surgeon, while clamping the tissue, they may have applied load by pushing the adapter onto the port. When the cartridge was removed from the adapter, the connection part was damaged, but it is unclear whether the damage occurred during the operation or when removing it. The devices was replaced. There was no patient injury.

Event description:
According to the reporter, during liver resection, after insertion, the jaw was articulated and a cracking sound was heard, so after straightening back the jaw, it was articulated again, but since the jaw immediately returned to its original position, it was removed from the abdominal cavity without firing. According to the surgeon, while clamping the tissue, they may have applied load by pushing the adapter onto the port. When the cartridge was removed from the adapter, the connection part was damaged, but it is unclear whether the damage occurred during the operation or when removing it.

Manufacturer narrative:
D10. Concomitant products: sigphandle - sig power sigphandle handle - sn: unknown. Sigpshell - sig power sigpshell control shell - lot# unknown. Unknown egia su - unknown. Endo gia sulu - lot# unknown. Sig60ctamt - tri 2.0 sig60ctamt 60 CT med thk 12mm - lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the returned adapter noted no abnormalities. The adapter was connected to gen2 acc software and the strain gauge was responsive. There was were universal asynchronous receiver-transmitter (uart) communications errors and a articulation calibration error in the data saved to the system. The adapter had 14 of 50 procedures remaining. The adapter was connected to an rpa clamshell and an rpa signia handle running v29.6 software. The device calibrated correctly. An rpa reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hangups or sluggishness. The adapter was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. No information regarding the specific customer issue that occurred with the device was available. It was reported that the instrument broke and articulation and straightening or articulation during firing. The reported issue was not confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.